Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 13-mar-2025 investigation summary bd received one sample and one photo for investigation. The analysis of the returned sample revealed that one out of one sample failed the visual inspection for damages. However, the quality of the returned photo was too poor to provide sufficient evidence of damages. Additionally, 30 retained samples underwent visual inspection for damages, and all passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿, one (1) cracked tube was discovered. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that prior to using bd vacutainer® sst¿, one (1) cracked tube was discovered. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6) hospital. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.